Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the echelon catheter break occurred upon catheter retrieval. There was no resistance during catheter delivery or retrieval of the catheter. There was no vessel calcification noted. There was no kink or other damage noted on any of the accessory devices. The cause of the catheter break was not determined. The patient has not symptoms or other complications associated with the catheter fragment remaining in their body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter separated in the distal section during use. The patient was undergoing surgery for treatment of a right anterior cerebral artery aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the right femoral artery with a 5.1mm diameter. It was reported that during the operation, the tip end of the echelon was broken and detached, which was stuck in the m1 bifurcation of the right middle cerebral artery. About 5mm of the catheter remains in the patient. There was friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck and there was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a tongqiao microcatheter.

Manufacturer narrative:
Product analysis #: (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) document used: dwgs105-5091-150 rev. Bb as found condition (condition of returned device): one echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: the echelon-10 total length was measured to be 155.9 cm. The echelon-10 useable length was measured to be 148.1 cm which is within specification. Upon visual inspection, no damage or irregularities were found with the echelon-10 catheter hub. No bends or kinks were found with the echelon-10 catheter body. The tubing material of the catheter separated distal end exhibited with stretching, jagged edges with the elliptical wire exposed and the inner lining extending from separated end. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer's report of "catheter separation/break" was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was separated when removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.